Manufacturer narrative:
(B)(4). This report will be amended when our investigation is completed.

Event description:
It is reported that the surgeon has seen an increase of breakage in mis femoral inserter/extractor pads during impaction.

Event description:
Fractured impactor pad.